Event description:
It was reported that the pt experienced increased pain and no relief with dose increases. The hcp was unable to aspirate the catheter and questioned a possible occlusion. The hcp sent the catheter to the "hospital lab" for eval to determine "pathology". The pump contained dilaudid and clonidine. No pt injury occurred and the pt recovered without sequela.

Manufacturer narrative:
.